Event description:
It was reported that insulation damage was noted on this implantable lead during pre-implant inspection. As a result, this lead was not used, and is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that insulation damage was noted on this implantable lead during pre-implant inspection. As a result, this lead was not used, and returned to boston scientific for analysis. No adverse patient effects were reported.